Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported lens vaulted forward due to retro lenticular bubble during a laser assisted cataract procedure. The doctor noted that hydro dissection was difficult. Bubble was managed appropriately without consequence to the patient and surgery was completed. Blade was used on the secondary incisions.

Manufacturer narrative:
Additional information provided in device evaluated by MFR?, evaluation codes, and additional MFR narrative. A variety of factors could affect the occurrence of incomplete cuts by the system. User defined settings, system specification, patient movement, and surgical technique could influence the system¿s ability to create complete cuts. Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported events cannot be determined conclusively. (B)(4).